Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of event is unknown. Exact date of implant is unknown.

Event description:
An aneurx stent graft system was implanted in the patient during an endovascular treatment of an abdominal aortic aneurysm. It was discovered that the aneurx stent graft had migrated. An endurant aortic cuff was implanted and heli-fx endoanchors was selected for prophylactic use. The cause of the aneurx migration was unknown. No additional clinical sequelae were reported and the patient is fine.